Event description:
It was reported that the patient had fatigue and tires with any activity. An electrocardiogram showed pacing below the lower rate. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.